Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for non-diabetic reasons for two days; however, the customer did not provide the reason for why they were hospitalized. No additional information was provided.